Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. Upon eval, the metallic dome in the front response button was damaged. This prevented the response button from activating the device. The root cause for the damaged metallic dome cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response button. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll to report that his response buttons popped off his monitor. The pt was issued a replacement monitor.